Event description:
Additional information was received which noted that the noise could not be reproduced. There were no actions or interventions performed. Additionally, the ra and rv leads were not non-boston scientific leads. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibited impedance measurements of less than 200 ohms. Ra and rv noise and oversensing were also noted. No adverse patient effects were reported. The device remains in service.